Manufacturer narrative:
Per the user facility's biomedical engineer, there was an audible alarm, with the only visible indication in auxiliary (aux) messages, indicating a level alarm (exact message not recorded, but not reported as a disconnect message). There was no yellow or red indication on the level icon. The reason for the audible alarm could not be found. The level detection was turned off, then on again, which had the effect of clearing the source of the audible alarm. It was also noted that the level sensor tip had some discoloration on it and was gray instead of black. The alert level sensor has been sending messages that it had not been in good contact with the reservoir which had been regularly triggering audible alerts but also cleared so quickly that they have not remained in the aux area. Per the user facility's biomedical engineer, the manufacturer recommended gel was drying out and needed reapplication often. A different manufacturer's gel was used in place of the gel and may be the cause of the temporary discoloration of the sensor pads. A picture of the level sensors was provided to the manufacturer showing the discoloration and wear of the alert sensor tip. The user facility had ordered replacement level sensors. Per data log review: on (B)(6) 2022 the level reported many status changes of the alarm probe from coupled to disconnected, back to coupled. When the level detection is turned on the disconnected status will cause an alert tone and log a disconnected event. Sometimes, the disconnected status clears so fast that only an alert tone will sound. No event would have been present in the aux messages tab. The log confirms the complaint. The product information for the other level system components are the red alarm level sensor; part number: 195274, serial number: (B)(4), manufacture date: 01oct2008, and the level module; part number: 802111, serial number: (B)(4), manufacture date: 10mar2008.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor had an audible alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the user reported an issue with the heart lung machine (hlm) during cardiopulmonary bypass (cpb). There were two audible alarms, the only visible indication was in the auxiliary (aux) window where the occluder was reported as being in the closed position. The occluder was inspected and found to be in the fully open position, the open button was pressed, there was no movement of the occluder head, but the open button then greyed out. The second audible alarm, with the only visible indication in the aux, indicated a level alarm (exact message not recorded, but not reported as a disconnect message). There was no yellow or red indication on the level icon. Reason for the audible alarm could not be found, the surgical team required it to be sorted out, so the level detection was turned off, then on again, which had the effect of clearing the source of the audible alarm. This occurred during cpb, but it did not case delay, and the surgery was completed successfully. There was no injury/blood loss. Once the case was completed, testing was undertaken by the perfusionist on the level system. The hlm was relocated to clinical engineering workshop and booted up and the logs were extracted. The level, air bubble detector (abd) and occluder modules and cables were inspected and found to be undamaged and securely connected. The level sensor pads instead of appearing black had cloudy grey areas. As a result, an order was placed to replace the sensors.